Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode delivered several inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. Additionally, noise and low amplitude measurements were observed. The patient has been experiencing pain as a result and the physician plans to explant this system and implant a transvenous implantable cardioverter defibrillator (ICD) on an unknown future date. No adverse patient effects were reported.